Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
Related manufacturer reference number: 2017865-2025-15629. It was reported from literature review that after implant of leadless pacemaker patient developed hematoma. The patient status was unknown.